Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.

Event description:
International affiliate initially reported that the product presented a problem during the surgery. No other information was available. On (B)(6) 2013 additional information was received. The affiliate reported that the needle within the confidence kit did not penetrate into bone properly during the vertebroplasty procedure. The needle became bent and stuck when force was applied during its insertion. It was necessary to drill to remove the needle. There were no adverse consequences to the patient.

Manufacturer narrative:
Visual inspection noted that the needle had bent. Additionally, the cannula was fractured into two (2) parts. A review of the device history record (DHR) identified no discrepancies were observed. No issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. Furthermore, per the surgical technique, the trajectory by which the needle is inserted varies depending on the vertebra to be treated. Most commonly a transpedicular or extrapedicular approach is performed. A uni-pedicular or bi-pedicular approach may be used at the operator¿s discretion. During needle advancement, great care should be taken to avoid breaching the medial border of the pedicle. This is accomplished by checking that when the tip of the needle on lateral fluoroscopy is flush with the posterior border of the vertebral body that it is not medial to the medial border of the pedicle. In cases where the desired trajectory is not accomplished, the needle should be removed and evaluated before it is reinserted in a straight-line fashion at the new desired trajectory. A review of the complaint trend analysis found no observed trends for issues of this nature. Although no definitive conclusions can be made; the noted damage suggests that the bent needle edges and the fracture cannula most likely were subjected to an unanticipated bending stress. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.